Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, black hv wire was cut on the belt receptacle. The cause of the test failure was the physical damage to the belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.